Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that there is no flow from the unit, shows a very high rate, and a "xdcr fault" error. The customer tried to calibrate the sensors, but the issue was not resolved. The unit makes a sound as if it is trying to ventilate, but nothing happens. There was no patient involvement associated with the reported issue.